Event description:
It was reported that intra-op, the blade was not working properly. The procedure was completed with a different new blade. There was no known patient impact.

Manufacturer narrative:
H3: analysis of the device was returned in a yellow envelope and there were no other components included with the device. There were traces of contamination observed on the outer tube. The inner assembly spun by hand with no binding sound observed. However, during the rotation it was observed that the inner shaft tip was broken off and missing, it was not returned with the device. It was also observed that the outer hub seal was dislodged. The device was easily loaded into a handpiece and set to run up to 3,000rpm but was unable to spin properly, only broken point of the inner shaft could be seen to rotate. The device failed functional testing due to damaged conditions upon return and the inability to rotate properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previous codes d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.